Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum on (B)(6) 2025, at about 12:00, preparing to do a total aortic cta for bed 32, using a 20g indwelling needle to establish venous access, no abnormality when the syringe aspirated saline to check the indwelling needle, no abnormality when the puncture succeeded in injecting saline, when the clip of the indwelling needle was clamped shut, blood could be seen oozing out of the isolation plug of the needle, and when the clip was opened, blood was still oozing out, so the needle was immediately withdrawn and explained to the patient and family members. The needle was removed immediately, and the patient and his family were given an explanation and communication, and then the 20g needle was replaced to establish intravenous access again.

Event description:
Customer provided lot 4081481. No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081481. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of (B)(4) in process testing and (B)(4) in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 2. The customer returned 2 videos and no defective samples were returned.the videos showed: continuous leakage at the end of the septum. 3. Retained samples of this batch were taken for septum leakage test to simulate 800mm clinical leakage performance. The test passed, and no leakage was found at septum. See attachment (B)(4) for the test report. 4. Cause investigation: the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. The returned videos shows continuous leakage at the end of the septum, in response to this defect, the plant has launched CAPA to trace and investigate its root cause.